Event description:
Rptr stated that the rptr and their friend used the suspect device and experienced three condoms breaking one after the other in the same night. Rptr stated that because of this incident rptr had to use the "morning after pill" which messed up their system, causing cramps, headaches and other side effects, plus personal inconveniences. Rptr stated that the suspect brand is designed and advertised for larger men but yet it didn't fit rptr's friend properly despite the fact that friend is large. Rptr expressed concern for other consumers using this product since it could put them at tremendous risks.